Manufacturer narrative:
Correction data can be found in field h9. Note: the initial MDR was submitted incorrectly with an h9 field action value of "isifa2022-02-c." This field action does not apply to this adverse event as there was no report of a tissue pushout event.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was initially reported that during a da vinci assisted sleeve gastrectomy, when firing a blue sureform 60 reload with a sureform 60 instrument and buttress material, loose staples were formed. It was stated during follow up with the surgeon, through the clinical sales representative (csr), the staples were not fully formed in the tissue, each with a visible gap. The loose staples were removed and another blue sureform 60 reload was used without buttress material to complete the staple line. The surgeon oversewed the staple line and completed the procedure robotically. However, during subsequent follow up, the surgeon clarified that after the first fire with a green sureform 60 reload (install 1), subsequent fires (installs 2-5) used blue reloads with buttress material. After the firing failure, the loose staples produced were removed and the remaining fires were performed with non-buttressed loads (installs 6 &7). Upon reinspecting the staple line, multiple earlier fires with buttress material demonstrated loose staples - even the fire with no pauses (install 4).though there was no significant bleeding noted, the appearance of the staple line was concerning enough that the entire staple line was oversewn. The surgeon is uncertain if the green sureform 60 reload (install 1) produced loose staples, but he noticed there were many loose staples below the area of the misfire while oversewing that area. He notes this additional loose staples correspond with the fire completed with no pauses for compression (install 4).

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Advanced stapler logs show the instrument was installed on the system 7 times and fired 7 reloads (1 green, followed by 6 blue). On installs 1 and 3, the firings were completed with 1 pause for compression on each. On install 2, the first clamp attempt was aborted by the user. The 2nd clamp was successful, and the firing was completed with 2 pauses for compression. On install 4, the firing was completed with no pauses for compression. On install 5, the first 2 clamps were successful, but were followed by a firing failure. On installs 6 and 7, the firings were each completed with no pauses for compression. The instrument was then removed, and not used in the procedure again. There were no stapler related errors in the system logs. An image was reviewed which shows the stomach has been stapled and transected. It appears there may be some malformed staples at the distal end of the left side of the staple line that the surgeon has oversewn. There is no bleeding or leaking from the staple line in the image. This medwatch report represent the green sureform 60 reload. Separate medwatch reports were submitted for concomitant products: medwatch report (MFR report number 2955842-2023-21605) for the first blue sureform 60 reload. Medwatch report (MFR report number 2955842-2024-11689) for the second blue sureform 60 reload . Medwatch report (MFR report number 2955842-2024-11691) for the third blue sureform 60 reload . Medwatch report (MFR report number 2955842-2024-11693) for the fourth blue sureform 60 reload . Medwatch report (MFR report number 2955842-2024-11694) for the fifth blue sureform 60 reload. Medwatch report (MFR report number 2955842-2024-11703) for the sixth blue sureform 60 reload. Medwatch report (MFR report number 2955842-2024-11688) for the green sureform 60 reload.